Event description:
The manufacturer field service technician reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences related to this event.

Manufacturer narrative:
The reported event of heat was duplicated during the functional evaluation. Upon disassembly, the technician observed electrical motor damage. The motor assembly was replaced and the device passed the final inspection before it was returned.

Event description:
The manufacturer field service technician reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences related to this event.